Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction photoactivation module leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot: n137 was conducted. There were no non-conformance's associated with this lot. This lot met all release requirements. A review of kit lot: n137 shows no trends. Trends were reviewed for complaint categories, photoactivation module leak and alarm #8: blood leak? (Photoactivation chamber). No trends were detected for these complaint categories. Photographs were provided by the customer for evaluation. The kit was not returned. Review of the customer provided photographs verify the reported photoactivation module leak, as a crack is seen in the photoactivation module, and a blood leak is visible. The reported alarm #8: blood leak (photoactivation chamber) alarm was most likely due to the fluid leak, as the alarm occurs when fluid has been detected in the photoactivation chamber. A material trace of the photo plate halves used in lot: n137 found no related non-conformance's. The device history record (DHR) review did not result in any related non-conformance's. This lot passed all lot release testing. The cause of the reported alarm #8: blood leak? (Photoactivation chamber) was most likely due to the leak in the photoactivation chamber. The root cause of the photoactivation module leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). (B)(6). On (B)(6) 2025.

Event description:
The customer contacted mallinckrodt to report they experienced a photoactivation module leak with their cellex photopheresis kit("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported an alarm #8: blood leak? (Photoactivation chamber) and a crack in the photoactivaton module. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The kit return was requested; however, the customer will not return the kit. The customer returned photographs for investigation.